Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had not charged in over two years and the battery was dead. The reason the patient was not using the device anymore was because she was getting burned from the leads. The indication for use was non-malignant pain.